Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros lactate (lac) results were obtained when processing non-vitros biorad quality control fluids. Biorad liquichek unassayed chemistry controls lot 92961, vitros lac results of 9.27, 9.33, 9.31, 9.59, and 9.82 mmol/l versus the baseline mean of 1.07 mmol/l biorad liquichek unassayed chemistry controls lot 92962, vitros lac results of 37.1, 37.2, 39.0, 37.1, and 37.4 mmol/l versus the baseline mean of 4.24 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected results were from a non-patient quality control fluid. There is no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation concludes that higher than expected vitros lactate (lac) results were obtained when processing non-vitros biorad quality control fluids. The cause of the higher than expected vitros lac result is operator error. Historical quality control results indicate vitros lac lot 3530-0123-8380 in combination with the vitros xt7600 system was performing as expected before the observed shift on (B)(6) 2024. A review of the system's econnectivity determined that "ar" (adjusted result) codes were associated with each vitros lac result starting on (B)(6) 2024. A multiplier of 9 was configured for the vitros lac assay on the vitros xt7600 while a multiplier of 1 was configured on the other system in the laboratory. The customer corrected the configuration and processed biorad quality control fluids obtaining acceptable vitros lac results.